Manufacturer narrative:
Results - (other): visual inspection of the returned product found a torn haptic. There was evidence of a reddish residue. A work order search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated a single piece collamer lens model number cc4204bf was inserted and removed. Pt injury is unk.